Event description:
Per the report received from brazil, edwards received notification of a 44mm evoque procedure in tricuspid position. The patient had no reported conduction disturbance prior to the procedure. The final valve deployment position was as intended at the hinge points. Following the procedure, on post-operative day (pod) 2, the patient developed heart block, initially managed with a temporary pacemaker and subsequently requiring implantation of a permanent pacemaker on pod 3. The patient was in stable condition following the event.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number:(B)(6) the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.